Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead is displaying out of range shock impedance measurements. Charge time is normal and there is no noise on the electrograms. Patient had an MRI recently. Guidant received subsequent information that the ICD displayed an elective replacement indicator (eri) and the shock lead impedance measurements were out of range. A guidant technical services representative discussed replacing the shock leads when the device is changed out.